Event description:
The patient's active heart function seemed good enough to be explanted, therefore the pump was removed on (B)(6) 2020.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 05nov 2018. The report of low speed. And pump stop events can be confirmed, based on the submitted log file. The log file contained data from (B)(6) 2020 at 10:02:05 to (B)(6) 2020 at 2:22:51. Which captured, low speed and pump stop events, while the patient was on an mpu. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline. However, a specific cause for the pump stop event cannot be conclusively determined through the evaluation of (B)(6), as the entire driveline was not returned for evaluation. (B)(6) was returned with the driveline severed approximately 2¿ from the pump housing and an approximately 25.5¿ distal portion of the driveline was returned. The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the pump inlet port. The sealed outflow graft and bend relief were returned attached to the outlet elbow. Which was properly seated on the outlet port. The bend relief collar was returned detached from bend relief. An electrical continuity test of the pump end. And 25.5 distal end portions of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire of wire-shield shorts were induced, during this intact testing. Even with the manipulation of the driveline. Upon removal of the bionate layer, multiple areas of shield breakdown were noted. The shielding was removed, and visual and microscopic inspection of the underlying wires revealed, no evidence of any breaches or damage to the wire insulation or underlying conductors. The two returned portions of driveline were submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed, normal pump power consumption and pressure values, comparable to what was recorded, during the manufacturing process and the device functioned as intended. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿. However, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage, due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a red heart alarm. A driveline fracture was suspected so the patient was switched from the power module to battery support. A log file analysis showed 1 pump stop and 2 low speed hazards. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be have occurred while connected to the mobile power unit. Short to shield was suspected as the cause of pump stops and speed drops, but this could not be confirmed.